Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Customer declined to perform troubleshooting and did not provide any additional information on the reported issue. During a follow up call with the customer, the customer reported bg levels have stabilized.